Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulation charger will not charge. The stimulation box will not charge, so the patient's wires in her spine are off/dead. No symptoms or further complications were reported.